Manufacturer narrative:
One device was received for evaluation. The device was in good condition. Functional testing was performed, and a leak was observed at the edge of the seam of the cassette bag. The reported complaint was confirmed, and the cause was due to inconsistent sealing of the internal bag during.

Manufacturer narrative:
E: phone number ext. (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the 50ml cassette was leaking. The leak was noticed after addition of saline and drug after airing out the cassette. There was no patient involvement, and no patient harm/adverse event reported.